Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, rupture.

Event description:
Healthcare professional reported "capsular rupture" and "adjacent anechoic fluid collection". Later healthcare professional reported "suspected left prosthetic rupture", "deformity of the breast", "pain", and "palpation of possible siliconomas". This record is for the left side. Device remains implanted.